Event description:
The end user's daughter reported that the moldable skin barrier was crumbling and delaminating during modeling. The product was used by patient. No photo is available at this time.

Manufacturer narrative:
Device 3 of 7. E1: complainant country: poland. Based on the available information, this event is deemed to be a reportable malfunction. Photograph, video and/or physical sample evaluation: no photographs were received for this issue for evaluation in accordance with work instructions (wi). No samples were available for this complaint, and therefore it was not possible to confirm the complaint. Batch record revision results: packaging process performed in the ffs #1 line: lot 4j00970, order (B)(4), material 1709714, was manufactured on 04/sep/2024 in the ffs #1 manufacturing line, with a total of (B)(4) market units (mkus). The complaints investigator performed a batch record review on 21/feb/2025 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Thermoformed adhesive disc assembly process performed in the accordion assembly line: the subassembly lot 4h05582 manufactured in the accordion assembly line manufacturing line. The complaints investigator performed a batch record review on 21/feb/2025 and it was confirmed that the applicable procedures were followed, the materials were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Extrusion, lamination & cutting process performed in the elc #6 line: the subassembly lot 4h03889 was manufactured in the elc #6 line. The complaints investigator performed a batch record review on 21/feb/2025 and it was confirmed that the applicable procedures were followed, the materials were correct as per bill of materials (bom) and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Historical complaints review: on 21/feb/2025, complaints investigator ran a query in database in order to verify if additional complaints were reported for the lot 4j00970 for the malfunction ¿skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application¿ and no additional complaints were identified. Historical nonconformance review: on 21/feb/2025, complaints investigator ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction ¿skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application¿ for the lot number 4j00970 and as result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lots. Current quality controls: based on the process instruction (pi) of the line the following test is performed in the manufacturing line, in order to identify this failure mode in our manufacturing process: test methods (tm) ¿visual nonconformities - laminated adhesive products¿: identify nonconformities as needed for removal during subsequent process steps. All products must comply with visual standards. Defect rate analysis: there have only been 07 defective parts confirmed to date from a lot size of (B)(4) products. This represents a defect rate of (B)(4), which is well within an appropriate acceptable quality level (aql) for this defect which should be (B)(4) based on the test methods (tm). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of (B)(4). To date, it is well within our accepted acceptable quality level (aql) level for this type of failure mode or defect. Conclusions: the review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction ¿skin barrier does not mold around stoma (e.g too stiff, too dry, tears /crumbles when molding) at point of application¿. The defect rate is well within the acceptable quality level (aql) for this defect which should be (B)(4) based on the test methods (tm) based on the above, this failure mode could not be related to the manufacturing process. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092 & manufacturing site: 9618003.